Event description:
It was reported that on the same day as the implant of a transcatheter aortic bioprosthetic valve (tav) within a pre-existing medtronic tav, acute-on-chronic heart failure was reported. The patient was noted to have bilateral pleural effusions on computed tomography angiogram of the head and neck and echocardiogram. The ejection fraction was reduced from 40-45% pre-procedure to 35-40% on echocardiogram following the redo valve implant. Subsequently, the patient was started on intravenous diuretics and guideline-directed medical therapy as tolerated. The patient's hospitalization was prolonged. Per the physician, neither the valve nor the implant procedure caused or contributed to the event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; product serial/lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic product ID: l-evolutfx-34; product serial/lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.